Event description:
It was reported that telemetry confirmed a critical alarm was occurring due to zero ml reservoir volume reached. The reporter stated that the patient was undergoing ¿another treatment¿ so they were going to be filling the pump with pfns (preservative free normal saline); not drug. The reporter stated that they did not have the medication at that time, but wanted to stop the pump from alarming. The reporter set the pump to minimum rate mode and programmed the pump that it had 5ml in the reservoir. The patient did not have any symptoms or therapy problem. The pump was used to infuse fentanyl, clonidine, bupivacaine, and morphine (unknown). Additional information received reported that the ¿other treatment¿ was not device related. The plan had been to refill with saline at the patient¿s request but the patient had not followed up with the hcp clinic. No interventions or outcome were reported regarding this event. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient¿s pump has been ¿empty for a while.¿ the patient did not have a current managing healthcare professional (hcp) and physician listings were requested for the patient; the hcp stated ¿I think I¿m going to have to move on.¿